Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of no power. The unit powers up with new batteries and passes all functional tests. However, the battery springs are bent, the aqualert water indicator label shows moisture exposure and the door contacts are corroded due to battery leakage. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer did not provide a date when issue was discovered, but reported that it was found during set-up. No pt incident or injury was reported.